Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the patient was having "insulin delivery issues" with the pump. There were no reported blood glucose excursions as a result of the alleged malfunction. There is no additional information available at this time. Customer support has attempted to contact the reporter for additional information without success, and there had been no further reported incident. This complaint is being reported because of the allegation that the pump was not delivering insulin appropriately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No activity outside of normal use was observed in the black box or download history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Unrelated to the complaint, the display screen was found to be faded and the battery compartment was found to be cracked. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.